Event description:
It was reported while using bd luer-lok¿ tip syringe only foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: foreign white matter found on rubber plunge.

Manufacturer narrative:
It was reported there was white foreign matter found on the rubber plunger. To aid in the investigation, three photos were provided for evaluation by our quality team. The photos show a syringe with no packaging blister. The syringe rubber stopper has what appears to be medical grade lubricant on it. This is considered an acceptable imperfection. No other defects or imperfections were observed. The medical grade lubricant is applied to the inner wall of the syringe barrel and rubber stopper during the manufacturing process. A device history record review was completed for provided material number 302832, lot 2210081. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.